Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had previously triggered a lead safety switch on the right ventricular (rv) lead. There were spikes in impedances observed that were greater than 3000 ohms. The average values of the impedances are around 600 ohms. Further review noted that the patient was also in atrial fibrillation (af) which was causing oversensing on the rv channel. During the review, a mode switching discussion also occurred to optimize programming. The patient is not dependent on rv therapy. At this time, the products remain in service and the patient is being monitored. No programming changes have been made. The rv lead is a competitor's product. No adverse patient effects were reported.